Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted due to high pacing threshold. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead's allegation was not confirmed. Other than induced-damage the conductors showed no abnormalities. Visual inspection showed polyurethane tubing melted several places most likely from electro-cautery damage. Lead was returned with tip (pulled apart/fractured off), not returned. The anode coil was pulled apart from the distal ring by way of extracting stylet; extracting stylet inside the returned portion of lead. Polyurethane tubing melted several places most likely due to electro-cautery damage. Setscrew mark noted on terminal pin in the correct location.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted due to high pacing threshold. The rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to product investigation result received.